Manufacturer narrative:
The reported event was confirmed since images of CT scans were provided and shows loosening of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is radiolucence and small cysts around the pegs and the tibial component, specifically at the medial part. Loosening can be confirmed, there is no clear sign of migration, though. The pe cannot be assessed directly, but there is no indirect sign of loosening or breakage. The talar component does show some radiolucence and small cysts at the site of the pegs which can be considered as a sign of loosening, however, that is not described by the hcp.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
There is an upcoming revision surgery due to the loosening of the tibial component. The surgeon is hoping to revise to inbone to remove both components.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.

Event description:
There is an upcoming revision surgery due to the loosening of the tibial component. The surgeon is hoping to revise to inbone to remove both components.